Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue could not be reproduced, though the probable cause is likely damage to the socket tabs caused by an external force/ handling. This issue is addressed in the instructions for use (IFU): " do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced or confirmed and a cause could not be determined for the reported problem. The video image and scope detection were verified to function as expected and communication errors were not generated during testing.

Event description:
A user facility reported to olympus that scopes were intermittently detected and an unresolvable error "b30" was generated when attempting to use olympus series 190 scopes with the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, occurred at the beginning of a diagnostic procedure. A delay of 20 minutes occurred but the patient was not under sedation. The intended procedure was completed using the same device and an olympus series 180 scope. There was no patient injury, associated with the problem, reported to olympus.